Manufacturer narrative:
(B)(4). The previous repair report for intellicart system, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired 1 time, the previous repair being for unit being very noisy on (B)(6) 2018. The carbon filter issue was not associated with the current repair service, so the previous repair was a non-related issue. On (B)(4) 2018, it was reported from (B)(6) medical center that this unit is saying it is full when it is not. Adams cooper plumbing was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on aug 7, 2018 and was unable to duplicate the concern, he then reviewed the error log and noted no errors, reviewed the a/d values at multiple fluid levels and found they were appropriate. But during a full soak, he did note a small amount of leakage out the bottom of the unit. The technician installed the vent upgrade kit (part #70194 and lot code #0027808) and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on (B)(4) 2018. The service technician could not reproduce the reported event of unit showing full when it is not message issue as he only found that the unit was leaking fluid from the vent line. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was saying it was full when it was not. The cart was providing incorrect information on both cylinders. The cart needed a vent kit to be installed. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.